Event description:
It is reported that the patient was revised in 2009, due to wear. Implant date is unk.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unk. The date implanted and manufacture date of the liner are unk. The amount of wear was not specified. Possible causes of wear could be due to (but not limited to) one or more of the following: normal articulation, excessive patient behavior, third body debris, improper component position, use with incompatible components. However, the exact cause can not be determined. No product was returned. Review of the device history records was also not possible as the lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.